Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, other coils were successfully implanted in the target vessel. Next, the physician encountered resistance while advancing a pod coil a short distance through its introducer sheath. The pod coil was unable to be advanced further; therefore, the pod coil was removed. The procedure was completed using another pod coil. There was no report of an adverse effect to the patient.